Manufacturer narrative:
Correction to d4: UDI #. Additional information: h6 (update codes), h11. H11: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set separated at the junction between the tubing and the distal male connector to the patient. The issue was further described as, "the hard connection piece remained attached to patient IV access line (unspecified)". This occurred during infusion of propofol. The set was replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.